Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she did not receive a low battery alert prior to the off no power alert. The customer received 16 off no power alarms and a weak battery alarm. The insulin pump also alarmed external error and unexpected restart. Customer's blood glucose level was 200 mg/dl. The device was not returned.